Manufacturer narrative:
UDI of the device is unknown. (Sap verification unavailable) the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the medical staff made the decision to remove the impella due to liver enzymes being elevated . It was reported that the impella positioning was checked as the potential cause of hemolysis. Weaning was successful, the device was explanted. Patient is stable post explant.